Event description:
Belmont x 2 failed in mass transfusion event first belmont smoked and ran over temp. Belmont # 2 would not turn on when replacing over temp belmont. Ref report: mw5172005. Pt code: 4582. Device codes: 3022, 1437.